Event description:
Event description guidant received information that this endotak endurance lead was fractured where the suture sleeve met the lead. Consequently, the ICD was unable to be interrogated with multiple programmers and an 'out of range' telemetry message was displayed. The physician elected to explant the entire system. Event conclusion: initial testing of the proximal section of the lead confirmed the clinical observation; the high voltage (hv) conductor was damaged and consequently the lead failed the conductor resistance test. (See rest of conclusion below)